Event description:
Additional information received notes that the implantable cardioverter defibrillator exhibited episodes of over-sensed noise. No intervention was performed. Patient condition is unknown.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited unspecified over-sensing. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.